Event description:
It was reported the patient's lead exhibited an insulation defect near the sense/pace portion of the lead. Surgical intervention took place at which time the lead was capped and a new lead was implanted. The patient was reportedly in good condition postoperative.

Manufacturer narrative:
(B)(4).